Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the light guide connector was corroded and the gap on the up/down knob was out of standard value due to worn angle wire. There was waterproof failure due to deformed right/left and up/down knobs. There was a white scratch on the image due to broken charge coupled device unit. The light guide lens and bending section rubber adhesives were broken. The connecting tube was dented and discolored. The coating on the connecting tube was peeled off and the universal cord was corrugated. The air/water cylinder was deformed. The video cable and video connector were dirty. The angulation in the up direction did not meet standard value due to worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: from the collected information, a specific cause of the suggested event could not be identified. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): IFU includes the detection method in the following item. Operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus field service engineer, that the gastrointestinal videoscope had noise on the image. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that the there was residue and foreign material on the scope connector. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.